Manufacturer narrative:
One device was received for evaluation. Visual inspection found a lifted downstream occlusion (dso) seal. The downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a damaged battery compartment. Device evaluation found a lifted downstream occlusion (dso) seal. The event occurred during testing, there was no patient involvement.